Event description:
It was reported that during a percutaneous coronary interventional procedure, the guide wire broke. The highly calcified lesion being treated was located in the highly tortuous circumflex artery. Non-bsc balloons were not able to be delivered to the lesion so rotablation was used. A 1.25 burr was used for several (approximately 4) passes of between 10-20 seconds each. Atherectomy was successful in opening the lesion. Upon removal of the burr, the floppy tip of the floppy rotawire guide wire migrated into the small septal branch. Another guide wire was inserted to try to snare the wire fragment, however, this was unsuccessful. The floppy rotawire guide wire fragment remains in the pt. The procedure then continued, however, the physician was not able to deliver any stents to the lesion and the procedure ended. No patient symptoms were reported during the retrieval attempt. Patient status was reported as 'stable'.

Manufacturer narrative:
The remainder of the guide wire was not returned; therefore, a failure analysis of the complaint device could not be completed. No batch number was reported therefore, no review of the batch history could be performed. No root cause could be determined.